Event description:
It was reported that the pt has experienced a loss of therapeutic effect since an automobile accident. He has to turn his device very high to get pain relief but it was not the same as before the accident. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).